Manufacturer narrative:
The customer complaint of bonded texium IV set fell apart was confirmed per picture received by customer. The silicone segment was completely separated from the lower fitment. No product will be returned for failure investigation because it was discarded by the customer; root cause of this failure was not identified.

Manufacturer narrative:
Correction to initial reporter address.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the bonded texium IV set fell apart while administering chemotherapy. "It spilled all over the nurse and floor."

Event description:
The customer reported that the bonded texium IV set fell apart while in the process of hanging IV campath. The IV was not yet attached to the patient.